Event description:
Health professional reported ¿pain, swelling, tenderness and redness¿ and the area has now ¿scabbed as a result of the process¿ at the injection site and ¿above the area to the eyes¿ and there may have been an ¿artery compressed¿ one day after injection with juvederm ultra plus xc in the nasolabial folds. Nitroglycerine cream, vitrase, bactroban and oxygen treatments were prescribed to hasten resolution of the symptoms and prevent worsening of symptoms that could lead to permanent damage. Supplemental info: the physician¿s office confirmed an ¿angular artery occlusion as a result of [the] injection with filler into the area¿. Additionally, the symptoms are reported as now resolved.

Manufacturer narrative:
Medwatch sent to FDA on (B)(6) 2012. Device eval summary: batch number h30l789177 was released qc according to defined specifications. The documentary research in the batch file shows that no element could explain these reactions: all the mfg steps and all the physiochemical and microbiological results (endoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle and sterility test are registered as conforming. The attributability is then impossible to determine.